Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1506834, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot #. According to our records, at least (B)(4) out of (B)(4) femoral stems with lot #1506834 - ster. 1500327 have been implanted and this is the only complaint received on this lot #. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: · pre-operative or post-operative x-rays related to the revision surgery; · clinical data for the patient. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1506834, we can state that the event was not product related. According to limacorporate pms data, revision rate of h-max s femoral stems - belonging to the family codes 4250.20.xxx and 4251.20.xxx - due to loosening is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a combined initial-final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2022, due to stem loosening. It was reported that h-max s lateralized femoral stem #11 (product code 4251.20.110, lot #1506834 - ster. 1500327) was loose proximally, and well-fixed distally. According to the received information, the surgeon noted that the patient had an unusually narrow canal. The following components were removed: · h-max s lateralized femoral stem #11 (product code 4251.20.110, lot #1506834 - ster. 1500327) · femoral modular head - m ø32mm (product code 5010.42.322, lot #1581464 - ster. 1500382) · delta neutral liner øint 32mm #l (product code 5885.51.160, lot #1516564 - ster. 1500371) competitor stem and femoral head size 36, and a limacorporate large vit-e liner were placed in. The acetabular cup remained in situ. Previous surgery took place on (B)(6) 2016. Patient is a male, 61 years old. Event happened in new zealand.